Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings. Customer stated that the reason for her high blood glucose readings was air bubbles and a bent cannula. Customer treated the high readings with a bolus. Customer's current blood glucose readings are 254 mg/dl. No further information reported.